Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported speaker not working, which was confirmed through visual review. Visual inspection found the cause was a rear case failure. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump speaker did not work. There was no known patient injury or medical intervention associated with this event. No additional information is available.